Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports there is a leak in venous lumen. The catheter was placed on (B)(6) 2014, the leak occurred on (B)(6) 2014, and the catheter was removed on (B)(6) 2014. The catheter was in situ for 3 months.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample was received within a generic plastic bag. It consisted of one 14.5 fr palindrome catheter with slots. The device was received cut below the cuff, but no defects related to the reported event were found after visual inspection. During functional testing (underwater test), no bubbles were detected. As per the instructions for use, it is necessary to perform a visual inspection before using the device, stating do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. It is important to inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The event description declares that the catheter functioned as intended during approximately three months; therefore the device was damaged during that time. In march 2014, a covidien team conducted a customer visit to mexico in order to obtain catheter use and cleaning information directly from customers that have recently logged product complaints stemming from catheter leaks. Following the visit, the covidien team presented recommendations to consider. Whenever alcohol is used, be certain to allow 2 minutes for drying. Ensure the hub area is dry prior to dressing the exit site and or catheter back end. Be sure to leave the hub and hub joint exposed, do not cover with dressing. Even though this CAPA is related to a hole in the cannula at the distal end of the bifurcate causing leakage, there is sound justification to relate the cause of the reported hole in the venous extension with an inappropriate use of cleaning agents. The lot involved in this complaint was manufactured before the implementation of actions related to a corrective and preventive action (CAPA).

Event description:
Following the evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. This leak defect has not been confirmed in this report. With the available information, the most probable root cause, if the defect were confirmed, could be that a leak could be caused due to an improper use of cleaning agents. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/19/2015. An investigation is currently underway. Upon completion, the results will be forwarded.